Event description:
In the last couple of months, the patient's seizures have increased in frequency, duration and intensity. The patient reportedly had several ear infections during this time. The patient was seen by their neurologist in 2003 at which time it was discovered that the normal mode output current was 0ma, resulting in no deliverance of programmed therapy. The magnet mode output current was on but was also reportedly noted to be different than last programmed. Investigation to date has been unable to determine whether the device is malfunctioning. It is believed that the physician may have inadvertently caused a programming anomaly during office visit while attempting to adjust device settings.